Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. No button error alarms noted. The insulin pump has broken battery tube threads , battery cap, cracked case at display window corners, reservoir tube and reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.